Event description:
A report was received that the patient had developed an infection at the ipg and lead sites. The physician noticed swelling at the ipg site and prescribed vancomycin and an IV antibiotic.

Manufacturer narrative:
Additional information was received that the patient's infection had cleared and that the physician will take no further action. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the ipg and lead sites. The physician noticed swelling at the ipg site and prescribed vancomycin and an IV antibiotic.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70 serial#: (B)(4) model description: artisan 2x8 paddle lead (lim), 70 cm.